Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus aureus is part of the normal human biota and is commonly found in the anterior nares and the axillae. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since 20/may/2019 was diagnosed with an infection in july. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed and the patient transitioned to hemodialysis (hd) for an undetermined amount of time. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on 13/jul/2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 12,035 u/l, polymorphs = 79%) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with oral levaquin 500 mg every other day for 15 days (allergic to vancomycin). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s levaquin was continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on 28/sep/2021 revealed the wbc count dropped to 48 u/l. The pdrn also reported the patient¿s pd catheter (not a fresenius product) required a revision due to the ¿catheter cuff¿ being exposed. The patient underwent an outpatient pd catheter revision on 9/sep/2021, however the surgeon was unable to revise the pd catheter due to trauma at the exit site. Instead, a hemodialysis (hd) catheter (not a fresenius product) was surgically placed, and the patient transitioned to hd on 10/sep/2021.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 was diagnosed with an infection in (B)(6). Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed and the patient transitioned to hemodialysis (hd) for an undetermined amount of time. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 12,035 u/l, polymorphs = 79%) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with oral levaquin 500 mg every other day for 15 days (allergic to vancomycin). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s levaquin was continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2021 revealed the wbc count dropped to 48 u/l. The pdrn also reported the patient¿s pd catheter (not a fresenius product) required a revision due to the ¿catheter cuff¿ being exposed. The patient underwent an outpatient pd catheter revision on (B)(6) 2021, however the surgeon was unable to revise the pd catheter due to trauma at the exit site. Instead, a hemodialysis (hd) catheter (not a fresenius product) was surgically placed, and the patient transitioned to hd on (B)(6) 2021.